Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultra2 meter was reading inaccurately low. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue of inaccurately low results first occurred on three days earlier, before dinner. The pt had initially called lifescan regarding battery replacement since he tried to replace the battery because the backlight on the subject meter was really "dim". He reported obtaining a result of 97 mg/dl on the subject meter just prior to calling lifescan. No other info on what his previous readings is known. He also mentioned that after the reported issue began, he stated that he "can't see a little bit since the light is dim". When inquired if he was experiencing blurry vision, he responded "yes". However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. The pt manages his diabetes with diet and exercise and is not on any insulin/oral medication regimen. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. His control solution was expired and therefore, a qc check could not be preformed. This complaint is being reported because the pt claimed that he experienced a symptom suggestive of hyperglycemia after the reported issue began. He did not receive any medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.